Event description:
A customer observed positively (B)(6) results for a single patient sample tested on a vitros eciq analyzer. The customer expected a negative (B)(6) result based on additional (B)(6) results for this patient. Falsely elevated results may lead to inappropriate physician action. It is not known if the biased result was reported. There was no report of patient harm as a result of this event. Note: this form 3500a is two of two mdrs for this event. One patient sample was run on two different assays ((B)(6)). (B)(4).

Manufacturer narrative:
The investigation was unable to determine reagent or analyzer performance as the customer declined to provide data for the investigation. Analysis of additional (B)(6) and dna sequencing results suggests the true status of the sample is (B)(6) negative. The root cause for the false positive vitros (B)(6) results could not be determined, however, the possibility of an unknown sample interferent contributing to the results could not be ruled out as discordant (B)(6), (B)(6) and (B)(6) results were also obtained. The negative vitros (B)(6) result is also outside what is considered the normal negative range for the assay also indicating a possible interferent.